Event description:
It was reported that battery depletion was occurring faster than expected. Battery data was 2.71 v, 15 ua, 2.0 kohms, with a remaining longevity of 1.3 to 2.0 years. However, based on the given current drain of 15 ua, the estimated remaining longevity from implant to elective replacement indicator (eri) was calculated to be 4.1 years. A patient follow-up was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.